Manufacturer narrative:
Device component code (B)(4) is related to device problem code (B)(4) for the problem of needle detachment. Mfg. Site name - (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the needle detached and was left inside the patient. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.